Event description:
On (B)(6) 2011, a vns treating physician's nurse reported that they believed they had a short in their serial adapter cable because the programming system worked when they held it a certain way but otherwise it did not. The serial adapter cable was returned for product analysis which was completed on (B)(6) 2011. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications and provided consistent successful communication sequences in the product analysis lab. The MFR's consultant reported that the physician's programming system worked fine with a new serial cable.